Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the femoral screw broke in two pieces during fixation of the anterior cruciate ligament, using the kenneth jones technique. The broken screw remains in the patient, fixing the tendon. No attempts were made to remove the broken [distal] part, the device was used anyway to complete the surgery . The proximal part of the screw was retrieved and will be returned for investigation. According to the reporter, this event poses a risk of a less stable fixation of the transplant.

Manufacturer narrative:
The reported event is confirmed upon investigation of the returned product. Visual evaluation confirmed that the screw had broken in the threaded region. The screw was frayed at the site of fracture and surface damage was found throughout the screw. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.